Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description and returned product. Investigation of the returned wire guide confirmed the reported unraveling approx. 20cm from the distal tip; 2-3 coils had unraveled in the transition between shaft and coiled portion and caused the reported difficulties in advancing balloon/stent. The exact reason for this to occur cannot be determined, but a part of the coiled portion may unravel, if attempts are made to turn/manipulate the proximal part of the wire guide, while the distal part somehow sticks and does not turn. No evidence to suggest that this wire guide was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) k061670. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "bib balloon with cp stent difficult to advance over the wire. When wire removed it appeared unravelled about 20 cm from the j tip. Procedure was for melody valve implant". Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.